Event description:
The lens was implatned in 2003. On a follow up visit the surgeon noted that the lens was dislocated (subluxed). The lens was removed in 2004 for iol exchange. The pt experienced increased intraocular pressure and bullous keratopathy: however, the pt's prognosis is improving and the post-operative best corrected visual acuity was 20/50-2.